Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse found that the fill manifold test failed. As a precaution, the fse replaced the scroll compressor and batteries . The fse then replaced the 9.0 psig relief valve. The fse replaced the nylon p-clip (0125-00-0028) and tether assembly as a precaution. The fse also replaced the 1/8 npt muffler (0103-00-0631 x2) and the <100 micron muffler. All tests were ran according to manufacturer specifications. The iabp passed all functional testing. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 22 oct 2024. The failure analysis and testing department received the following parts associated with this complaint: pn: compressor scroll. Pn: rev a, sn: n/a assembly, tether. Pn: sn: na valve, relief, 9.0 pisg. These parts were received with a reported unit failure message of high temp alarming, fill manifold test fail, compressor due for replacement and relief valve malfunction. Performed visual inspection of these parts received and found compressor replaced due to 5000 hours on pump, found relief valve o-ring broken and received broken tether assy. Please see attached picture of broken o-ring, broken tether assy, and field tech. Attached repair checklist. Broken o-ring probably the cause for malfunction and fill manifold test fails and pump 6319hours on pump probably the cause for high temp alarming. Retaining all parts in the fat dept, per procedure 0002-07-d008 rev ar. The most probable root cause for the broken tether assembly and relief valve is excessive external force / excessive stress or fatigue. The compressor was expired and due for replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has high temp and read "alarming". There was no patient harm.